Event description:
It was reported that this left bundle branch lead was explanted due to unknown reason. A new lead with same model was implanted. No additional adverse patient effects were reported.